Manufacturer narrative:
Product analysis :visual and microscopic inspection identified flank damage, and deformation on one side of the set screw thread, without damage on the crest, consistent with incomplete seating of the rod during final tightening.

Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to degeneration of lumbar intervertebral disc on (B)(6) 2015. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's current status was normal. No complications were reported.